Event description:
Litigation complaint received ad 9 mar 2023. On (B)(6) 2016, the patient had a left total knee arthroplasty to address osteoarthritis. Depuy components were implanted, including depuy patella. No mention of manufacturer of the cement. On (B)(6) 2022, the patient had a revision left total knee arthroplasty to address aseptic loosening of the left total knee. During the procedure, the surgeon observed a moderate amount of synovitis. The tibial component had debonded from the cement and had subsided medially. The femoral component was noted to be loose without subsidence. There was significant bone loss. Competitor components were placed during this procedure, including competitor cement.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Initial reporter occupation: lawyer. Component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.